Event description:
A patient reported via a family member/friend they have not been able to make adjustments for a couple of weeks or longer. The caller stated the patient had good therapeutic benefit when he first got the implant, but then the patient's symptoms started to return and he hasn't had a 50% or greater reduction in symptoms. The patient then got to the point where the symptoms were almost worse than they were before the implant. At first the symptoms return was just at night and now the return of symptoms is all the time. The caller stated they have tried to make adjustments but the patient is continuing to have issues. The caller noted the patient has had a series of falls where he fell on the side where his stimulator is located and it bleed a little bit. The caller noted the patient only fell on the implantable neurostimulator (ins) one time. It was also noted that during one of the falls 911 needed to be called as the patient hit his head. The caller then stated that it bleed a lot when he fell, she stated the patient would wake up and there would blood on the sheets. The caller noted the incision area never really healed at the beginning. The caller stated the healthcare professional (hcp) said it was fine, but the caller put bandages on it because she didn't think it was fine, the caller then noted the incision area is kind of healed. The incision would start to bleed whenever the patient fell. The caller noted the patient fell every other week. The patient noted they are not feeling stimulation. It was noted the therapy is not on. The caller also noted they had increased the stimulation and it had hurt the patient so then she turned it down and that resolved the issue. The patient plans to follow up with their hcp. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.